Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer went to the emergency room (ER) and was subsequently hospitalized with a blood glucose (bg) level of 30 mmol/l and a high ketone level. Customer administered a bolus and was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Customer declined to share information regarding their backup insulin therapy method. Recommendation was made to consult with a healthcare provider regarding diabetes management.